Event description:
Patient said that when she opened new box of strips, the cap was off the bottle and strips are reading approx 25 points higher than normal. She said the box was sealed prior to opening. She then opened another package where the cap was correctly in place and reading was correct at usual. Diagnosis: diabetes.